Event description:
Consumer complaint of "hi" blood results. Review and document the meter memory. Performed the back to back blood test, 548 and 551 mg/dl (the customer had eaten 1 hour ago). I reviewed the last 5 blood results in the meter memory: the time is not setup correctly): (B)(6). The customer states that she usually wait 2 hours after eating, drinking, exercising, or taking any medication to perform blood test. The customer states that she feels well and does not need any medical intervention. No adverse event reported.

Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.